Event description:
It was reported that a lead fracture was seen on x-ray, and there was oversensing, decreased impedance, and pacing inhibition. Review of device data indicated noise on two egms, which had occurred 3-4 months previously, and hasn't reappeared. The pacing dependent patient had an episode of near syncope four months previously. The possibility of a lead fracture or insulation issue was discussed. The pace/sense portion of the lead was capped, and a previously implanted pace/sense lead was reconnected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows the impedance trends were steady.